Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The complaint sample was returned to maquet. An inspection was performed on the complaint sample and the complaint event was confirmed. A rod shaped blue particle that was 3 mm in length and 2 mm in width was found. The investigation identified that the particle originated from the blue protection cap. Reference: (B)(4).

Event description:
On (B)(6) 2012, (B)(6) university hospital, identified that rotaflow centrifugal pump with lot number 70069241 had blue colored particles. According to the customer, the blue colored particles were inside the cone when the cap of the port was removed. Reference: (B)(4).